Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device: uterus'), pelvic pain ('pelvic pain female / other: pain') and genital haemorrhage ('general abnormal bleeding.') In a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena iud in 2012. Concomitant products included levonorgestrel (mirena), norethisterone acetate (norethindrone) from 2018 to 2019 and sertraline from 2018 to 2019. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), migraine ("migraine/migraines / headaches"), chest pain ("chest/leg pain") and pain in extremity ("chest/leg pain"). In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced depression ("psych injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("psych injury/anxiety"). In (B)(6) 2013, the patient experienced vision blurred ("vision problems/blurry vision") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced hypoaesthesia ("numb feet"). In (B)(6) 2015, the patient experienced tooth disorder ("dental probs"). In (B)(6) 2017, the patient experienced carpal tunnel syndrome ("carpal tunnel in hands"). In 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergy: other") and arthralgia ("joint pain"). The patient was treated with surgery (total abdominal intrafascial hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, hypersensitivity and arthralgia outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, depression, migraine, tooth disorder, vision blurred, fatigue, hypoaesthesia, carpal tunnel syndrome, chest pain, pain in extremity, vaginal haemorrhage, menorrhagia and anxiety had resolved. The reporter considered abdominal pain, anxiety, arthralgia, carpal tunnel syndrome, chest pain, depression, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, hypoaesthesia, menorrhagia, migraine, pain in extremity, pelvic pain, tooth disorder, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: she received treatment for psych injury, migration, migraine, dental probs., vision problems, fatigue, other : numb feet, carpal tunnel, chest/leg pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Results were normal.. Imaging procedure - on (B)(6) 2018: diagnoses: a, uterus including cervix and fallopian tubes, hysterectomy/salpingectomy: proliferative endometrium, the cervix, is without diagnostic abnormality, benign bilateral fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change.medical records received- new reporter, lab data, removal procedure were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device expulsion ('migration/migration of essure device location of device: uterus'), pelvic pain ('pelvic pain female/other: pain') and genital haemorrhage ('general abnormal bleeding'). In a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products, included for birth control: mirena iud in 2012. Concomitant products included: levonorgestrel (mirena), norethisterone acetate (norethindrone) from 2018 to 2019 and sertraline from 2018 to 2019. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), migraine ("migraine/migraines/headaches"), chest pain ("chest/leg pain") and pain in extremity ("chest/leg pain"). In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced depression ("psych injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). And anxiety ("psych injury/anxiety"). In (B)(6) 2013, the patient experienced vision blurred ("vision problems/blurry vision") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced hypoaesthesia ("numb feet"). In (B)(6) 2015, the patient experienced tooth disorder ("dental probs"). In (B)(6) 2017, the patient experienced carpal tunnel syndrome ("carpal tunnel in hands"). In 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergy: other") and arthralgia ("joint pain"). The patient was treated with surgery (total abdominal intrafascial hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, hypersensitivity and arthralgia outcome was unknown. And the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, depression, migraine, tooth disorder, vision blurred, fatigue, hypoaesthesia, carpal tunnel syndrome, chest pain, pain in extremity, vaginal haemorrhage, heavy menstrual bleeding and anxiety had resolved. The reporter considered abdominal pain, anxiety, arthralgia, carpal tunnel syndrome, chest pain, depression, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, hypoaesthesia, migraine, pain in extremity, pelvic pain, tooth disorder, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: she received treatment for psych injury, migration, migraine, dental probs., vision problems, fatigue, other, numb feet, carpal tunnel, chest/leg pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012, total bilateral occlusion. Results were normal; imaging procedure: on (B)(6) 2018, diagnoses: a. Uterus including cervix and fallopian tubes; hysterectomy/salpingectomy: proliferative endometrium. The cervix, is without diagnostic abnormality. Benign bilateral fallopian tubes. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-may-2021, quality safety evaluation of product technical complaint. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device: uterus'), pelvic pain ('pelvic pain female / other: pain') and genital haemorrhage ('general abnormal bleeding.') In a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena iud in 2012. Concomitant products included norethisterone acetate (norethindrone) from 2018 to 2019 and sertraline from 2018 to 2019. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), migraine ("migraine/migraines / headaches"), chest pain ("chest/leg pain") and pain in extremity ("chest/leg pain"). In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced depression ("psych injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("psych injury/anxiety"). In (B)(6) 2013, the patient experienced vision blurred ("vision problems/blurry vision") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced hypoaesthesia ("numb feet"). In (B)(6) 2015, the patient experienced tooth disorder ("dental probs"). In (B)(6) 2017, the patient experienced carpal tunnel syndrome ("carpal tunnel in hands"). In 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergy: other") and arthralgia ("joint pain"). The patient was treated with surgery (hyst. (Full) (interpreted as hysterectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, hypersensitivity and arthralgia outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, depression, migraine, tooth disorder, vision blurred, fatigue, hypoaesthesia, carpal tunnel syndrome, chest pain, pain in extremity, vaginal haemorrhage, menorrhagia and anxiety had resolved. The reporter considered abdominal pain, anxiety, arthralgia, carpal tunnel syndrome, chest pain, depression, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, hypoaesthesia, menorrhagia, migraine, pain in extremity, pelvic pain, tooth disorder, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: she received treatment for psych injury, migration, migraine, dental probs., vision problems, fatigue, other : numb feet, carpal tunnel, chest/leg pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Results were normal.. Imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: pfs received- new events abnormal bleeding (vaginal, menorrhagia) and joint pain were added. Event psych injury was updated to depression and anxiety, device dislocation updated to partial expulsion of device and vision problems updated to blurry vision. The outcome of events migraine/headaches, blurry vision, fatigue, anxiety, depression, dental problems was updated from unknown to recovered. Event onset date was added. Patient's height and age were added. Concomitant drugs and lab data was added. Reporter's information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female / other: pain'), device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("allergy: other"), psychological trauma ("psych injury"), migraine ("migraine"), tooth disorder ("dental probs"), visual impairment ("vision problems"), fatigue ("fatigue"), hypoaesthesia ("numb feet"), carpal tunnel syndrome ("carpal tunnel"), chest pain ("chest/leg pain") and pain in extremity ("chest/leg pain"). The patient was treated with surgery (hyst. (Full) (interpreted as hysterectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, hypoaesthesia, carpal tunnel syndrome, chest pain and pain in extremity had resolved and the device dislocation, hypersensitivity, psychological trauma, migraine, tooth disorder, visual impairment and fatigue outcome was unknown. The reporter considered abdominal pain, carpal tunnel syndrome, chest pain, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, hypoaesthesia, migraine, pain in extremity, pelvic pain, psychological trauma, tooth disorder and visual impairment to be related to essure. The reporter commented: she received treatment for psych injury, migration, migraine, dental probs., vision problems, fatigue, other : numb feet, carpal tunnel, chest/leg pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: this case was become incident. Event injury was updated as dysmenorrhea (cramping), pelvic/abdominal pain, other, general abnormal bleeding, allergy: other, psych injury, migration, migraine, dental probs., vision problems, fatigue, other: numb feet, carpal tunnel, chest/leg pain. Patient date of birth added. Lab data added. Essure removal date was added. Essure insertion date was updated. Reporter causality comment was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.